Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was explanted because she "got too much" stimulation in her ribs and had a loss of therapeutic effect. It was also reported the patient rarely used her stimulator and received less than 50 percent therapy relief in her back. It was reported the patient had a triple configuration with three epidural leads and all of the impedances were normal. The patient's device was reported to have been completely explanted and the patient recovered with no injury or adverse event.

Manufacturer narrative:
Device analysis of the ins revealed no anomaly found. Device analysis for lead (B)(4) revealed the body was cut thru, segmented. Device analysis for both leads (B)(4) revealed the body was cut thru, segmented. Device analysis for extension (B)(4) revealed the body was cut thru, segmented. Device analysis for two of the anchors revealed no anomaly found. Device analysis of the other anchor revealed that it was separated.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3550-43, lot# n247286, implanted: (B)(6) 2010. Product type: accessory: product ID 3550-39. Product type: accessory: product ID 3550-39. Product type: accessory: product ID 3550-39. Product type: accessory: product ID 3550-14, lot# n247653, implanted: (B)(6) 2010. Product type: accessory: product ID 3487a-45, lot# v424824, implanted: (B)(6) 2010. Product type: lead: product ID 3487a-45, lot# v424824, implanted: (B)(6) 2010. Product type: lead: product ID 3487a-45, lot# v424824, implanted: (B)(6) 2010. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.